Event description:
A customer in (B)(6) notified biomérieux of a misidentification of scopulariosis brevicaulis as trichopyton tonsurans in association with the vitek® ms instrument (ref. 410895, serial number (B)(4)) for qc sample. Note: the organism sc. Brevicaulis is not in the vitek ms knowledge base. The procedure for molds was properly executed by the customer. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. Biomérieux has initiated an internal investigation.

Manufacturer narrative:
A customer in spain notified biomérieux of a misidentification of scopulariosis brevicaulis as trichopyton tonsurans in association with the vitek® ms instrument (ref. 410895, serial number (B)(6)) for qc sample. Investigation the investigator reviewed the biomérieux complaint database for similar issues. Since january 2016, no similar complaint has been recorded for a misidentification as trichopyton tonsurans instead of scopulariosis brevicaulis. There are no capas nor non-conformities against vitek ms instrument that can be linked to the customer¿s complaint. Fine tuning: according to the vilink alert tool criteria, no fine tuning was needed during the tests made on 02 nov 21. Spot preparation quality: the calibrator ¿all peaks¿ values were homogeneous. Knowledge base review: the expected identification is scopulariosis brevicaulis, which is not present in vitek ms kb v3.2. Sample data analysis: according to data provided, the misidentification result was obtained from spectra having a low level of peaks (24 and 21) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (minimum is 20). Conclusion: the tested species is not included in the vitek ms knowledge base v3.2. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-924 ¿ a for vitek ms clinical use v3.2: * additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification. * testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ trichopyton tonsurans will be included in the next vitek ms kb v3.3 under development.